Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had hyperglycemia and he was taken to the hospital on (B)(6) 2020. Customer reported that the insulin pump stopped working last week and her blood glucose went high over 900 mg/dl. Customer declined to troubleshooting for high blood glucose. Blood glucose level was 780 mg/dl. Customer was given shots to treat his blood glucose. Customer reported that piston was stuck. Customer was not able to complete rewind process on insulin pump. Insulin pump will be returned for analysis.